Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd nano¿ 2nd gen pen needles outer cover does not attach. The customer reported that only the cap comes off when removing the needle from the product body. When the needle was removed from the product body after insulin injection, only the cap was removed.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 29-aug-2023. H6: investigation summary: seven open 32g x 4mm pen needle samples and three photos were returned from an unknown lot. No., cat. No. 320136. Visual examination was carried out on the returned samples and photos and no issues were observed. Functionality testing was carried out and no issues were observed. No issues were observed with the returned sample therefore no root cause can be identified.

Event description:
It was reported that the bd nano¿ 2nd gen pen needles outer cover does not attach. The customer reported that only the cap comes off when removing the needle from the product body. When the needle was removed from the product body after insulin injection, only the cap was removed.